Manufacturer narrative:
Low bg issue- unable to confirm the reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer experienced low blood glucose levels (55 mg/dl). Customer drank juice to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with health care provider. Reportedly, customer has a back up pump for continued insulin therapy.